Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient began treatment with injection vancomycin (2 gram, frequency, duration and route of administration not reported) for peritonitis. The patient had recovered from the peritonitis event. The action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). Additional information: on an unreported date, the patient discontinued antibiotic use due to personal choice. Should additional relevant information become available, a supplemental report will be submitted.